Manufacturer narrative:
(B)(4).

Event description:
It was reported " the balloon remained stuck and the nurses were unable to remove it. The patient went to the emergency room at hospital nearby to have it removed. The female patient needed surgical intervention to deflate the balloon. Local anaesthesia was provided around the pubis area in order to access the balloon through the stomach area to pierced the balloon. The patient is fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " the balloon remained stuck and the nurses were unable to remove it. The patient went to the emergency room at hospital nearby to have it removed.the female patient needed surgical intervention to deflate the balloon. Local anaesthesia was provided around the pubis area in order to access the balloon through the stomach area to pierced the balloon. The patient is fine".